Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was heart failure. The patient was not hospitalized prior to death and it was not reported if an autopsy was performed. It was not reported if dianeal and extraneal therapies were ongoing until the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was born on an unreported date in 1947. The patient died on an unreported date in (B)(6) 2014. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The service history review and device history record review were not performed due to unknown serial number. The cause is undetermined.